Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); bg value not provided. Suspected cause was due to pump software delivering automatic boluses in addition to meal bolus. Customer consumed carbohydrates to treat low bg. A system check was performed and verified that the control iq software was working as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.